Event description:
When I inserted the dexcom 6 sensor I felt a burning sensation two days later and I kept the sensor in for the required 10 days. After removing the dexcom 6 sensor, I noticed the burning intensified along with the skin being red, raised, and itching. I had been told in the past that this is called urticaria as reported by the va administration. I have been using this product for a year with no problems or reactions to it. Contacted dexcom 6 tech, and they sent out a new one. They stated that it would take care of the problem. It did not, the replacement sensor also reacted with my skin, but in a different area. The reaction was faster the second sensor, and the third time. I am now on my fourth time and the reaction is increasing in speed of reaction and severity of reaction. The dexcom tech that I contacted stated that I could use skin prep to help protect my skin from the reaction, but it only delayed it by an hour. I also spoke with customer support today, and they said, "too bad, deal with it." I need this product to keep my sugars in check and it had been such a blessing in my life until these reactions started. I have photographic proof of the reactions that I am reporting. Another suggestion was 4x4 gauze, put a hole in the center, put the gauze between the sensor and my skin and use medical tape to hold it in place. I found out that I am not the only one having these issues. Reference reports mw5117471, mw5117472, mw5117473.